Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was a software failure. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that while in registration, the 3d model became grainy as they were registering. The user moved to verify registration and both screen became dark. After some time had past (the representative did a hard reboot) and message displayed and said "an internal error has occurred." The message mentioned restarting the system. The system then went to the login page and the representative logged back in and continued with the case. They were only using an "mr" for the case and there were 15 exams on the system. There was no impact to the patient outcome and delay was less than an hour.